Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg was explanted and replaced due to recharge burden. Effective therapy was established post operatively.

Manufacturer narrative:
H6 - adverse event problem - corrected medical device problem code.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.